Manufacturer narrative:
Device has been evaluated but not repaired. The estimate was rejected and the device was returned unrepaired.

Event description:
The manufacturer received information alleging the ventilator's pressure was not correct. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device needs recalibrated to address the issue.